Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent atrial fibrillation (af) undersensing, which is leading to premature atrial tachy response (atr) events. Technical services (ts) explained the patient has intrinsic conduction larger in amplitude, so biv pace went down. The device is capturing. Ts recommended adjusting sensitivity. The device remains in service. No adverse patient effects were reported.